Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented for device upgrade. During the procedure, the right ventricular lead exhibited loss of capture. It was noted that the lead had fractured for some time and device was reprogrammed. The lead was capped and replaced on (B)(6) 2017. The patient was in stable condition during and post operation.